Event description:
The customer reported via phone call that their insulin pump was alarming no delivery while priming. The customer attempted to push their insulin manually, but insulin did not exit. Customer stated they were able to resolve the alarm with a complete set change. The customer declined to troubleshoot as they completed troubleshooting on their own. Customer's blood glucose was unknown. Customer declined to return their set and reservoir for analysis. The customer's reservoir and set will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.